Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 1.5 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the pt reported a development of an urge incontinence. On (B)(6) 2009, the pt was given a prescription for topical anticholinergic medication. No recovery status was provided. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2009, the pt reported a development of an urinary tract infection also diagnosed by urinalysis. The pt was given a prescription for antibiotic, name not provided, and recovered on (B)(6) 2009. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The pt was injected with an add'l lot of coaptite on the same day: 1009281, exp date 04/2011. The device history records were reviewed for both lots, all required testing specs were met prior to release, there were no abnormalities noted.